Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag would not drain. The bag was allegedly manipulated and repositioned in effort to get bag to drain. As a result, the patient had self-limited bleeding. The drain bag was removed and the patient used a bed pan. No patient injury was required.

Manufacturer narrative:
Received 1 used drainage bag with the catheter still attached. The visual inspection noted no obvious defects. The received sample was functionally tested by passing water through an in house 16fr. There were no drainage problems observed. The flow was continuous during the test. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 64 seconds maximum. The results were the following: time to drain 250cc: 60 sec. The sample received reached the intended drainage indicated in less than 64 seconds. The reported issue was unconfirmed as the problem could not be reproduced. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. ¿ secure the foley catheter, use the statlock foley stabilization device if provided. ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. ¿ keep the collection bag below the level of the bladder or hips at all time. ¿ empty the collection bag regularly (e,g., closing of the metal surface during daily bathing or showering) is appropriate. ¿ leave foley catheter in place as long as needed." (B)(4).

Event description:
It was reported that the drain bag would not drain. The bag was manipulated and repositioned in an effort to get the bag to drain. As a result, the patient had self-limited bleeding. The drain bag was removed and the patient used a bed pan. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag would not drain. The bag was manipulated and repositioned in an effort to get the bag to drain. As a result, the patient had self-limited bleeding. The drain bag was removed and the patient used a bed pan. No patient injury was reported.